Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. The infection resolved over time. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer report number 3006705815-2023-02561. It was reported that the patient had an infection at the ipg site and incision site. As a result, the scs system was explanted. The infection resolved over time.

Manufacturer narrative:
B3-date of event is estimated.